Manufacturer narrative:
The failed sample will be returned to vygon for evaluation and the events will be part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
Line noted to be leaking upon assessment.

Event description:
Line noted to be leaking upon assessment.

Manufacturer narrative:
We received one catheter as a sample. The catheter tube had been shortened at 17 cm. When flushing it with warm water a leakage was detected at the junction to the pink adapter. Microscopic examination confirms that the catheter tube had been partially torn out of the adapter. A rough and uneven surface was visible which is typical for a tensile fracture. The following situations may result in a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. This can place stress on the line resulting in a tensile fracture; routine care - lifting the baby to change bedding can stress the line; movement - the baby can unintentionally catch the line, normally with a foot during movement resulting in stress on the line; use of disinfectants -it is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. We do not know if the chlorhexidine used is alcohol or water based. A review of the batch history records showed no deviations or abnormalities. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests are performed after product is packaged. A review of complaint history shows that this is the fifth complaint received for batch 8067945 and the second for batch 8068758. There were three additional complaints regarding a leaking catheter tube on code 4g07126112 within the last three years. No further corrective action initiated by quality management as there are no indications for a manufacturing fault and the catheter worked as intended for 27 days. Corrective action: as the catheter worked as intended for 27 days, we suspect that this could be due to device use. At this time, no further corrective action will be initiated. This failure will be monitored for future actions.